Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0g110, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s lead migrated ¿last weekend¿ and she had a revision surgery on (B)(6) 2014 to reposition it. The patient started leaking three days after and tried using her programmer to increase the stimulation when she saw a ¿call your doctor¿ icon with a power on reset (por) code. The patient was unable to adjust stimulation and had a loss of therapeutic effect. During the report the patient used the programmer and saw poor communication because she did not have the antenna in the right place. The patient was able to sync and described a warning por screen. The patient was not able to clear the por and noted that her implantable neurostimulator (ins) was off. Additional information was requested, but was not available as of the date of this report.